Event description:
The MFR's rep was unable to interrogate the implantable neurostimulator while in the sealed package. The device was removed from the sealed package and failed to interrogate while in its sterile packaging. The device was then moved to an area free of electronic equipment and again could not be interrogated. The hcp decided not to implant the device. The replacement device was able to be interrogated by the programmer.

Manufacturer narrative:
Final device analysis revealed an abnormal telemetry map. Telemetry was abnormal at 0.5 cm. Telemetry mapping revealed a gap in the middle of the field.